Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that the insulin pump had weak battery alarm and blank display. The customer¿s blood glucose level was 190 mg/dl. The customer was advised to discontinue use of the insulin pump until battery arrive and no further assistance was needed. The insulin pump will not be returned for analysis.